Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument's ui did not boot up and was blank was not verified during service. Upon arrival the service technician verified that the user interface cable for the instrument was not available. After checking the instrument using a different cable it was possible to confirm that the instrument was working normally. The service technician stated that the customer was advised to find the cable that was in use with this instrument and dispose of it. Preventive maintenance was performed per specifications. Conclusion: there were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. Note on d9 and h3: the instrument was serviced in the field by a medtronic service technician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the instrument's user interface (ui) did not boot up and was blank. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.